Event description:
It was reported that during a cori tka procedure, when they advanced to distal femur cut screen and began burring, they encountered "drill disconnect error". The surgeon began the patella while they recovered from the error ((B)(6)). Exited case, re-entered case, and were presented with bad console error ((B)(6)). Shut down system, re-entered case, calibrated and returned to distal femur cut screen, encountered another "drill disconnect error", re-calibrated, and returned to distal femur cut screen. The surgeon was able to complete the patella, the distal femur cut and the case with cori with a delay of fewer than 30 minutes. However, they were unable to correct a 2 degree varus overcut on the tibia. Plane visualization screen showed an additional 2 degrees of varus on the tibia, even after the surgeon repeatedly rasped and sawed the plateau to correct it. They went to bur all after the cut had been made to clean it up, and achieved a white target surface after refining, but on the plane visualization screen there was still a 2 degree varus overcut ((B)(6)). The post-op gaps screen showed the knee was more varus than planned.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6)used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console despite the reported complaint being a software issue that had been confirmed in the case files provided. There were no visual or functional non-conformances related to the reported event identified. The software files were downloaded from the device and provided for investigation. Screenshot review confirmed the ¿system console is bad¿ error. A log file review confirmed this error message was a result of a known software bug that has been corrected in the release of cori-v1.4.3 software. This situation is captured in the optimus risk assessment released at the time of the complaint. The ¿system console is bad¿ error message is a system fault error message that requires the user to restart or shut down the cori system. Refer to appendix c in of the real intelligence cori for knee arthroplasty user manual. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. A review of prior escalation actions found related actions that are applicable to the scope of the reported complaint. No further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance.

Event description:
It was reported that, during a cori tka procedure, it was displayed a bad console error. It was re-calibrated, and returned to distal femur cut screen. The surgeon was able to complete the patella, the distal femur cut and the case with cori with a delay of fewer than 30 minutes.